Event description:
Hold ajga 7fr catheter and an .018 guidewire was used to access the sfa. The vessel was prepped accordingly with a 5mm balloon. The physician deployed the stent. Approx 1 mm of the stent was inside an existing fractured stent (another MFR's stent) in the common femoral. The pt began moving her leg as the catheter was being removed. After removal, the physician observed via angiogram that something was still in the vessel. The catheter tip was observed to be in the area of the previous existing stent. The physician unsuccessfully made several attempts to retrieve the tip. The tip began to migrate downstream into the popliteal. After multiple attempts, the tip further migrated to the posterior tibia where it became lodged and still remains. No further intervention is planned. Following the case, the stent delivery system used for deployment was examined and the thumb slide was fully distal and not in the proximal locked position as instructed per the IFU.

Manufacturer narrative:
Device eval results: finished devices from the same tip lot were opened and evaluated for overmold failure force and the type of failure. The tips were tested and the force failure was 3.025, 3.730 and 3.87lbs (average 3.54lbs) which is well above the spec of .09lbs minimum. A review of the device history records did not indicate any issues during device manufacture. The physician likely did not follow the IFU steps to retract the thumb slide and lock it in place to secure the nose cone to the stent delivery system prior to removing the catheter through the introducer. By not following the IFU, the proximal end of the nose cone likely snagged on the distal edge of the introducer and was dislodged from the delivery system's lumen. The nose cone was snared and retrieved from the proximal popliteal, but was dislodged from the snare when entering the introducer. The tip traveled to the profunda where it remains with no further intervention planned. A CAPA investigation for this event type is currently in process. A voluntary user facility report (reference pt identifier (B)(4)) was submitted and idev was copied on the report.